Event description:
It is reported that during an arthroscopy procedure, the ceramic tip broke off and was retrieved. There was no injury reported. The tip was retrieved without difficulty within 2-3 minutes.